Event description:
It was reported that the catheter would not return to straight. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, while mapping, the distal portion of the catheter shaft, 3 cm below the proximal electrode, would not return to a straight position. The physician removed the catheter and the shaft had a curve. The catheter did not bend correctly. The physician completed the procedure with success. No complications occurred for the patient. The device has been received and is pending analysis.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. Visual inspection found the distal end was bent at approximately 6.8cm from the distal tip. There was dried body fluid and saline in the luer and on the handle and shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template. Both right and left curve tests failed and have an irregular shape due to the bend. X-ray showed a bent center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter would not return to straight. During an ablation procedure with an intellanav mifi open-irrigated ablation catheter, while mapping, the distal portion of the catheter shaft, 3 cm below the proximal electrode, would not return to a straight position. The physician removed the catheter and the shaft had a curve. The catheter did not bend correctly. The physician completed the procedure with success. No complications occurred for the patient. The device has been received and is pending analysis.